Event description:
The customer reported the ventilator was displaying errors during diagnostics testing. There was no patient involvement as the ventilator was not in use at the time of the reported problem. During evaluation of the unit, the manufacturer's service technician confirmed the reported issue and observed the 10a fuse on the power supply had failed. The service technician replaced the power supply fuse to address the reported problem. Performance verification testing was completed and passed to operating specifications. Failure of the 10a power supply fuse may result in a loss of ac power if it occurred during use. If a loss of ac occurs during use and the ventilator shuts down, an audible power fail alarm will activate.